Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident and the. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm (line number 213 file number 30) and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.